Manufacturer narrative:
Concomitant medical products: addr01 device, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited a high pacing threshold and "some sensing issues" were noted by the follow-up clinic. The decision was made to try and replace both low voltage epicardial leads to a bipolar system. During the procedure, it was suspected the leads were damaged. The leads were capped and replaced. No patient complications have been reported as a result of this event.